Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's battery was changed once because they had pain down their legs. The caller had believed that the leads were changed to MRI leads, however they were not. It was also noted that the device had nothing to do with their help one way or another and the patient was doing very well.